Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: filter placement was performed on (B)(6) 2020, where approach was gained from the right femoral vein and the filter was placed successfully with not tilt in ivc. On (B)(6) 2020 filter retrieval was performed to retrieve the filter and two gtrs was used with no success to retrieve filter. The loop of the first gtrs lost shape after several attempts to capture the filter hook during the procedure, and a kink on the catheter was found ((B)(4)). The second gtrs worked as intended but the filter was tilted, and the filter hook adhered to the vessel wall ((B)(4)). The filter could therefore not be retrieved. The current situation of the filter is unknown due to hospital restriction. Cook was unable to conduct a device failure analysis, since no product was returned, and no images are available. Furthermore, no imaging was provided for clinical assessment. However, there are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field, besides (B)(4) which is related to this complaint. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. It is unknown why the filter tilted during the implantation period. The exact cause for the reported event cannot be established due to limited information. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Similar device under 510(k) k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2020, ivc filter placement was performed. Approach was gained from the right femoral vein for filter placement and igtcfs-65-jp-fem-tulip/lot e3917010 was placed in the ivc. At that time the filter was not tilted. On (B)(6) 2020, ivc filter retrieval was performed to retrieve the filter and gtrs-200-rb/lot e3671258 was used. After dilating the puncture site with the dilator, the coaxial retrieval sheath system was inserted and the retrieval loop system was advanced to the filter. The user attempted to capture the filter with the wire loop several times, but the wire loop became hard to open. The user removed the retrieval loop system, and found a kink in the catheter shaft. ((B)(4)). Another gtrs-200-rb was used instead, and the second gtrs worked as intended, but the filter was tilted, and the filter hook adhered to the vessel wall, and the user could not retrieve the filter ((B)(4)). The procedure was aborted without retrieving the filter. The current situation of the filter is unknown because the hospital restricts visits except in an emergency. Patient outcome: the current situation of the filter is unknown because the hospital restricts visits except in an emergency.